Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error image on the pump screen. The customer¿s blood glucose level was 195 mg/dl. The customer stated that they went swimming with pump and pump started alarming critical error. Troubleshooting was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The customer stated that no pump error was displayed before the critical pump error image displayed on the screen the customer was advised that the pump will be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The constant critical pump error alarm was due to moisture damage on the electronic assembly. The corroded motor assembly was discovered during visual inspection. The device was unable to perform the functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.